Event description:
It was reported that the bur was broken when surgeon did a fess operation. There was no patient impact. It was later confirmed that this was a tip break.

Manufacturer narrative:
(B)(4).